Event description:
It was reported that during an orthopedic knee "the small black plastic part came off after several uses. The issue was resolved, but no details are available." The sales representative was not present when the device malfunction was discovered. There was no reported delay of surgery and there was no reported patient injury, adverse event, or clinical consequence to the patient. No additional information was provided by the reporter related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in (B)(6) 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was not returned to exactech for analysis. Design-related issues: the design of the small stem protector has been in the field since 2005. Exactech has received 5 similar complaint reports since 2008. Because the small stem protector is used in anatomic and reverse total shoulder surgeries, sales data for humeral stems was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered '"very low" according to the frequency of occurrence ranking scale detailed below. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech has not received any other complaints involving parts from this manufacturing lot, which has been in the field since 2014. Therefore, this issue does not appear to be manufacturing-related. Risk management: a review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this small stem protector, 750-2002-039-rmr rev f, was reviewed. The risk is captured in row 17. No corrective action is required because the occurrence rate is "very low", and the risk is captured in the rmr. Most likely cause: the broken small stem protector reported in experience c2017-219 was likely the result of disassembling the device for cleaning and not reassembling it. However, this cannot be confirmed as the device was not available for evaluation. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on a review of all available information, there is no evidence to reasonably suggest the reported instrument malfunction is related to any manufacturing issues or design issues, nor did it lead to any patient impact. An investigation was conducted that the most likely root cause of the device breakage reported in this event was likely the result of disassembling the device for cleaning and not reassembling it correctly. However, this cannot be confirmed as the device was not available for evaluation. Attempts have been made for additional information. No additional information was provided by the contacts related to this event. No additional attempts will be made for information regarding this event. Information was not provided for: age, sex, weight, ethnicity, race.